Manufacturer narrative:
The reason for this revision surgery was the result of a patient who was having hip pain. The surgeon also suspected the patient may have had a loose stem. During the revision the original stem was found to be anchored properly. The length of in vivo service was 2.3 years. The healthcare professional indicated there was a significant adverse event to the patient. There was a 40 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) pain, (B)(4) infection, (B)(4) device loosening, (B)(4) fixation, (B)(4) mal-positioned. This is the (B)(4) complaint against this lot number. The surgeon reported no issues associated with the explanted product. The root cause relating to this event could not be determined with confidence. Factors that may contribute to joint pain that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient complaining of pain around stem's neck area, the surgeon suspected a loose stem. Turned out stem was ok, and the surgeon replaced with a bigger stem and the replaced head.